Manufacturer narrative:
This is one of one initial/final MDR report being submitted for this complaint with associated MFR# 1226348-2016-00143. UDI not available, expiration date, catalog# and lot is unknown. Concomitant medical products: 21 gauge micropuncture kit; 8 french sheath; 0.035 bentson wire; 5 french pigtail catheter; 5 french davis catheter; 300 cm stiff glidewire; flowgate balloon catheter; sl-10 microcatheter; transcend floppy microguidewire; 5mm spider fx distal protection device; protégé stent 6-8 x 40; prowler select plus microcatheter. Manufacturing date unknown. Neither the catalogue number nor the lot number was available thus neither DHR nor fal could be completed. Thrombosis is a known potential adverse event associated with the use of the vrd device and is listed in the IFU as such. In this case the implanting physician felt there was no causal relationship between the device and the event; however, in an abundance of caution, we are reporting this event. Although there is not product specific information available, all products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Review of the available information suggests that the underlying disease process of vessel dissection contributed to the reported event. There is no further action needed at this time.

Event description:
As reported by health care professional, (B)(6) female patient presented with an acute stroke on (B)(6) 2016 with symptoms of dysarthria and left sided weakness. Computed tomography angiography of the brain and neck demonstrated acute occlusion of the right carotid artery secondary to a dissection. IV tpa was administered however her stroke symptoms persisted. The dissection in the neck was treated with a standard carotid stent, a protege stent was placed from the carotid bulb to below the skull base. Follow-up angiography demonstrated persistent high-grade stenosis at the level of petrous genu. It was reported that the intracranial segment of the internal carotid artery remained occluded because the dissection extended through the skull base to a location where a standard carotid stent could not be passed; therefore it was decided to place an enterprise 2 stent (lot unknown) to open the intracranial portion of the dissection. A prowler select plus microcatheter was then navigated to the carotid terminus and an enterprise2 4 x 39 stent (lot unknown) was then deployed from the horizontal petrous segment to the distal aspect of the protege stent. Follow-up angiography showed excellent flow with no residual stenosis. A small dissection flap was evident near the proximal aspect of enterprise stent, without flow disturbance. Post procedure imaging of the intracranial circulation demonstrated excellent flow to the anterior circulation with evidence of a single, tiny, far distal embolus to the posterior parietal lobe. There were no immediate complications. The patient's symptoms were reported to be completely resolved. No further information is available.